Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The bar across the bottom of the seat that the actuator connects to cracked. The whole seat is crooked now and the patient is tilted sitting in the chair. Patient fell out and was bruised and sore.